Event description:
Subsequent to the initial MDR, additional information was received on 01/21/2025. It was clarified that on 12/27/2024, the cgm value was high while the livongo bg meter reading was 1800 mg/dl. The patient was disoriented when she began vomiting. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported that her cgm value and bg meter reading was 1800 mg/dl (although the cgm device can not provide a numeric value over 400 mg/dl and a home bg meter can not read above 600 mg/dl). The patient was also wearing an omnipod insulin pump and stated that her sensor was not communicating with her insulin pump. Therefore, she was not receiving the correct amount of insulin delivery (the pump was unable to work as a closed-loop system due to the sensor communication issue). The patient began vomiting and eventually lost consciousness. The patient regained consciousness on her own after a few minutes. Once she regained consciousness, the patient self-treated with 20 units of insulin. The patient did not seek assistance from a higher level of care, as the patient stated that the emergency room ¿does not recognize diabetes as an emergency¿. The patient was still feeling ¿sick¿ at the time of report, as the patient stated her sensor was still not communicating with her omnipod insulin pump. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.